Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure during the first firing across the stomach with a green reload, from the middle to the distal end, there seemed to be on the outer staple line on the patient side (most lateral from the cut line), there were about 4 or 5 staples where the legs deflected out. However, the rest of the staple line was normal and the gun was used four more times with green reload and everything was normal. No delay in surgery. No harm to the patient.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Intra operative photographs were received. Upon review of the images, it was concluded that the complication was the result of deck deflection because the targeted tissue thickness was beyond the devices ability to bring the tissue into thickness compliance utilizing a green staple cartridge.